Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she was unable to upload the information from the insulin pump. The insulin pump was researched and it was found that it had alarmed for reset errors and data errors. The customer declined troubleshooting for the issue. The blood glucose reading was 163 mg/dl.

Manufacturer narrative:
The insulin pump was able to properly down load into carelink pro however, no data found in the carelink report, just the following message the device returned invalid entries; all data read will be discarded. The problem was caused by several a47 alarms at the alarm history file. A47 alarms due to corrupted history files. The insulin passed self test, a21 error test and displacement test. No unexpected a21 or a17 alarms noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.